Manufacturer narrative:
Correction to section d1 from: stellaris phaco premium pack with mics needle to: 1.8mm sleeve accessory and section d4 from bl5114, to: bl3118. The returned product has been evaluated. The sleeve and cup were returned dirty with particulates all over. The tip of the irrigation sleeve is inverted. Further inspection found a light blue particle in the cup as well. Microscopic examination was performed and found a divot or plug of material missing from the inside of the irrigation sleeve hub, just at the entrance to the tip shaft. The returned particle is similar in size and shape to the missing material on the inside of the irrigation sleeve hub. The particle is light blue and has darker blue speckles as does the material of the irrigation sleeve. This type of damage is consistent with the needle tip coming in contact with the irrigation sleeve at the time of assembly. Per the product evaluation the piece returned resembles the divot in the sleeve hub, possibly removed during insertion of the needle into the sleeve, however this cannot be confirmed. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Manufacturer narrative:
The device has been returned but not yet evaluated. Manufacturing and sterilization records were reviewed and found to be acceptable. The investigation is ongoing.

Event description:
It was reported by the user facility in the united kingdom that a particle of silicon was on the end of the sleeve and entered the patient''s eye. No harm to the patient as the particle was identified and removed. There was an increase in duration to surgery of 0-15 minutes.